Event description:
It was reported that during a pta/stent procedure in a left "sfa" (off label use) using contralateral approach, a 6f ravi long sheath was placed in the right groin and around the iliac bifurcation. The dynalink was placed into position across the intended lesion, the handle was unlocked, and deployment was initiated. Reportedly, resistance was met while attempting to retract handle and the handle was pulled with force in an attempt to overcome the resistance. Subsequently, the handle suddenly released resistance and came very quickly to the proximal position. The device was then examined under flouro, the shaft of the device had separated about 1/3 of the length of the device, from the distal end. The proximal end of the catheter was easily pulled out, but the distal end remained inside the pt. The pt was sent to vascular surgery to remove the device.